Manufacturer narrative:
Evaluation summary: the device was not returned; the device remains implanted. The lot review activities are in progress. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported 3 cases of endophthalmitis following micro-stent glaucoma filtration device implantation. This device was not implanted, just attempted, but angle structures were such that the physician chose not to proceed with implanting. This is the file for the first case.

Manufacturer narrative:
No sample has been returned for evaluation for the report of endophthalmitis; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. Because a sample was not returned and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for the customer complaint issue cannot be determined. Insufficient information was provided for an adequate evaluation of this case (e.g., all intraoperative instruments/supplies used during this case). A possible root cause is that endophthalmitis is an established risk associated with use of the system, which is clearly stated in the product labeling. (B)(4).

Manufacturer narrative:
(B)(4).